Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jan 2, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The plunger rod was found advanced and the cartridge was observed with viscoelastic residue distributed through the length of the cartridge. The cartridge presented with stretch marks on the cartridge tip and cartridge tube; however; the stretch marks were within specification for a used device. The cartridge tip and plunger rod tip were observed damaged in a way that is consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected, and presented with no issues. The lens was removed from the tape on the specimen cup and cleaned. The lens presented with cosmetic issues and had tape residue that could not be removed. No further evaluation was performed. The complaint issue "cosmetic issues" was identified during product evaluation. In addition, the complaint issue "cartridge damaged" was not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was scratched due to a faulty injector. Through follow ups we learned that there was no contact with the patient's eye. No further detail was provided.